Event description:
It was reported that during one surgical procedure, six blades broke off at the base of the blade. It was further reported that the broken pieces did not fall into the surgical site. There was no injury to the pt and the procedure was completed successfully.

Manufacturer narrative:
This handpiece had not been serviced since 2002. The recip shaft was found to be very loose which was due to an extremely worn eccentric drive bearing. Significant wear was also seen at the linear bearing and the chuck which retains the blade. This extreme looseness in the drivetrain resulted in a noisy and erratic reciprocating motion that proved capable of fracturing a blade in only seconds of free speed running. Much of the handpiece has been replaced and was returned to the customer.